Event description:
It was reported that this right ventricular (rv) lead exhibited a pacing threshold output of 5 volts at 2 milliseconds, low amplitude measurement of 2.5 millivolts and decreased sensing. The boston scientific technical services consultant recommended to check unipolar pacing on the involved right ventricular lead and offered to run an engineering analysis, but the physician declined. As of this time, this rv lead remains in service. No adverse patient effects were reported.